Event description:
According to the literature, a retrospective study compared the outcomes of patients treated with radiofrequency ablation (rfa) versus stereotactic body radiotherapy for the management of recurrent hepatocellular carcinoma between january 2015 and december 2021. Rfa was accomplished using cool-tip rf ablation system. The cooled-tip electrode was inserted under ultrasound guidance via an intercostal or subcostal approach, with an intended ablative margin of at least 1 centimeter. Additional rfa or resection was performed when a follow up computed tomography (CT) scan revealed a viable lesion secondary to insufficient ablative efforts. There were 174 patients included in the study and complications were noted to be pneumothorax, pleural effusion, biliary fistula, ascites, hepatic hemorrhage, and needle tract seeding. All complications were resolved following interventional procedures.

Manufacturer narrative:
D10 concomitant product: unknown cool ti, unknown cool tip elecrtrode (lot#: unknown) radiofrequency ablation versus stereotactic body radiotherapy for recurrent hepatocellularcarcinoma: a multicenter, propensity score matching analysis / zi-hui ma / ma et al. Bmc cancer (2025) 25:424 / https://doi.org/10.1186/s12885-025-13800-1 / published date: 24 february 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.